Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received scs system on (B)(6) 2011. It was reported that the patient's ipg was taking longer to charge and the patient had been charging the ipg every three days. It was stated that the patient had a revision procedure approximately 9 weeks prior to this complaint, however the pocket site was not change. During the ipg reprogramming attempt, the stimulation was fine for a minute and then went down to zero. An attempt to change the settings displayed no telemetry error. The ipg is still in use. No further information is available at this time.